Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported stimulation in the wrong location. The patient's neck popped on the day prior of this report really bad and she could barely move it. The patient had pain in her right arm, shoulder, and up to her ear. The patient tried to turn stimulation to see it would help. The patient turned stimulation down to 0.0 but the device was not off. The patient turned the device off but the patient reported the same pain. This was occurring daily. No falls/trauma was reported and this issue was not related to positional movement. The change in therapy/symptoms was noted to be sudden. The stimulation was turned back on at the end of the call and the patient increased stimulation to 2.1v. The patient could feel stimulation in her legs and back where she wanted it and it was reported to be comfortable. The indication for use was spinal pain and chronic low back pain. If additional information is received, a follow up report will be sent.